Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had leaks at second o-ring. The customer's blood glucose was 217 mg/dl at the time of incident. The device is not expected to be returned for analysis.